Manufacturer narrative:
There were no issues with the prep of the delivery system. The valve was partially opened and therefore the delivery system/valve had to be removed as one unit in the operating room. The patient¿s native annulus measured 26mmx21mm by CT. The native annulus had moderate leaflet calcification. The patient had severe mitral annular calcification. The delivery system with the valve crimped on the inflation balloon and fully inserted through the loader and sheath were returned to edwards lifesciences for evaluation. Preliminary visual observations revealed a separated inflation to crimp balloon bond, a bend on the balloon shaft proximal to handle most likely due to shipping, bent proximal valve struts, torn inflation balloon on proximal end and a fully expanded sheath with no abnormalities. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards affiliate in israel that during the transaortic tavr procedure, a few seconds after the implantation of the 23mm sapien 3 valve, the valve embolized into the aorta. The operator used the delivery system balloon and was able to anchor the valve into the aorta, right after the arch. A second valve 26mm sapien 3 valve was prepped, however, upon inflation, the balloon did not open. Attempts to pull the valve back into the esheath were unsuccessful. The esheath was withdrawn but the valve remained inside the femoral artery. The patient was rushed into the operating room for surgery to remove the second valve from her femoral artery. The patient was noted to have remained stable during the whole procedure. The physician decided to have the patient return one month later in order to implant the third valve. Note: this case pertains to the second delivery system.

Manufacturer narrative:
Additional information: no functional testing was performed due to the condition of the returned devices (separation of the inflation and crimp balloons). In a previous study for this type of failure, it was demonstrated that residual fluid left in the inflation balloon during delivery system preparation can lead to the crimp balloon material failure proximal to the inflation balloon to crimp balloon bond during the fine adjustment process. The crimped balloon was measured to ensure double wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The measurements met specification. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. No manufacturing non-conformities were found in the returned sample. At this time a definite root cause cannot be determined. The most likely cause for the withdrawal difficulty was non-axial alignment of the crimped valve/esheath distal tip during retrieval of the delivery system. No labeling/IFU inadequacies were identified. No corrective action or preventative actions are required at this time.

Manufacturer narrative:
Cine images were provided to edwards and reviewed by an edwards physician proctor. The following observations were made: procedural angiography: delivery system distorted due to stored tension when attempting to cross the native annulus. Coaxial angle was not achieved. Three cusps were not aligned. Valve positioned too high prior to inflation. Valve deployed in descending aorta, delivery system not completely un-flexed within descending aorta. Second valve initially positioned too high in aorta. Valve re-positioned to acceptable position within annulus. Deployment balloon does not appear to inflate upon rapid pacing. Valve appeared flared as it contacted esheath. Patient¿s l-main height appears low. Observations/impression: recommend bav prior to thv deployment. Two withdrawal of an undeployed crimped valve should be performed in the following manner, as instructed in the procedural training manual: retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position